Event description:
It has been reported to philips that the customer was unable to perform exposures. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by using another device. A philips field service engineer (fse) examined the system onsite and confirmed that device failed to expose. Upon troubleshooting fse found tube was defective. The defective parts were returned for analysis, a partial short circuit of a small filament was found to be the cause of the malfunction in the x-ray tube, and the grid switch failure was confirmed. The reported grid switch error was caused by an insulation issue between the filament and cathode head. To resolve the issue, fse replaced the tube, and performed tube calibrations. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.